Manufacturer narrative:
(B)(4).

Event description:
Procedure: not reported. According to the rptr: the customer reports that during use, a clip jammed, damaged a vessel. More info has been requested.